Event description:
Pt undergoing ercp. Brush cytology was taken from the common hepatic duct and then, a second one from the distal common bile duct. During the brush cytologies, a ring of radiopaque paint material became dislodged from the catheter and positioned itself at the level of the hilum. A prolonged effort ensued using a variety of devices to extract this ring of radiopaque paint material. The extraction effort exceeded the entire effort to perform the ercp. Balloon dilations were performed of the proximal and distal extrahepatic bile duct using a 4-mm hydrostatic dilating balloon. It was possible to pull an 11.5-mm balloon from the hilum out to the duodenum subsequent to the balloon dilations. This effort did not help in the extraction of the foreign body either. The procedure was finally terminated anticipating that due to the patency of the extrahepatic biliary tree, it may likely flow out of the pt.